Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Clarification was received. The ¿coils¿ that were observed during positioning were reported to be a normal occurrence on the magnification that was being used. The physician felt there was difficulty during initial advancement out of the sheath and with valve alignment, therefore, he did not feel comfortable deploying the valve. The physician chose to deploy the valve in the lower iliac. The valve was deployed without difficulty with the balloon. The delivery system and sheath were removed and no other issues were noted. At a later date, the patient did receive an aortic valve via subclavian approach without difficulty. Per the nurse practitioner regarding the lower extremity, the patient ¿has better circulation than she has ever had¿.

Manufacturer narrative:
A medwatch (#(B)(4)) was submitted by the implanting hospital. Per the report, after the catheter was inserted and just distal of the tip of the sheath the valve was advanced onto the balloon. It appeared that the delivery system was not in far enough to allow adequate positioning of the balloon. The delivery system was advanced a few centimeters further before attempting to mount the valve onto the balloon. After these maneuvers were performed, the valve was advanced across the aortic valve. At that time, it was noticed that there was a ¿spring coil¿ in the delivery system that looked to be in the wrong position. The delivery system and valve were removed from the aorta and aortic valve. The device was not returned to edwards lifesciences for evaluation as it was discarded. Therefore, visual, functional and dimensional analysis could not be performed. Pre-op CT images were provided and show calcification in the access vessels, abdominal aorta, and descending aorta with mild tortuosity. Per the instructions and training material, the thv is intended to exit the sheath tip prior to alignment in a straight section of the aorta. Per the report, valve alignment was initially attempted while still inside the sheath. It is likely there was resistance of the thv against the sheath during attempted gross valve alignment. Additionally, the access vessel was mildly tortuous, which could have contributed to non-coaxial placement of the thv in relation to the flex tip. If the thv becomes non-coaxial to the flex tip during alignment, it is possible for the thv to act onto the balloon spring, causing the spring to stretch and appear deformed. Non-coaxial alignment of the thv and flex tip coupled with pushing through the esheath (which was potentially unexpanded) would result in valve alignment difficulties. Once the thv was advanced through the sheath, fine adjustments were able to be completed, which suggests that all valve alignment difficulties occurred while the thv was in the sheath. Available information suggests that patient factors (tortuosity) and procedural factors (valve alignment in sheath) may have contributed to the reported complaint events. However, a definitive root cause is unable to be determined. During manufacturing, the collet locking spring assembly, fine adjust knob assembly, final handle assembly, and spring coil inspection are inspected. The commander delivery systems undergo 100% final inspection for the following: assembled device dimensional inspections (distal end of flex tip to distal end of color band; distal end of nose tip to distal end of flex tip; distal end of nose tip to distal end of balloon shaft); fine adjust function; collet/shaft clearance; collet engagement (ability to lock); mechanical damage (e.g. Kinks, cuts); surface damage including: bumps and surface indentations on the nose tip, distorted/pinched folds, wrinkles, waviness, and fold lines on inflation and crimp balloon, kinks, bends, cracks, scratched, exposed metal, and small divots on the flex shaft, scratches and proper orientation of handle, y-connector, and strain relief components, smooth bonds/joints between nose tip to balloon, nose tip to guidewire shaft, crimp balloon to balloon shaft, and flex tip to flex shaft. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. During product verification testing, samples were randomly selected and underwent the following tests: visual inspection was conducted prior to functional testing for physical defects such as kinks and cracks, and loose or missing components; balloon shafts are pulled from default position to valve alignment position as part of the fine adjustment verification test to ensure valve alignment position can be achieved; locknut/collet engagement testing; spring/guidewire tensile testing. All samples passed all pv tests. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history revealed no other similar complaints. A review of complaint history from december 2017 to november 2018 revealed additional similar returned complaints that were confirmed and no manufacturing non-conformities were found in the returned samples. The occurrence rate did not exceed the november 2018 control limits for the trend categories. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long term effects are not completely understood. Without relevant photographs, imagery of the procedure, and device itself, the complaints for delivery system ¿ difficulty with valve alignment and delivery system ¿ damaged were unable to be confirmed. The presence of a manufacturing non-conformance was unable to be determined. However, a review of DHR, lot history, complaint history, and manufacturing mitigations did not reveal any manufacturing non-conformances which could have contributed to the complaint. Additionally, a review of IFU/training materials revealed no deficiencies. Available information suggests that patient factors (tortuosity) and procedural factors (valve alignment in sheath) may have contributed to the events. A review of complaint history for the month of november 2018 revealed that the occurrence rate did not exceed the control limits for the trend categories related to the failure modes. No corrective or preventive actions are required at this time.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, there was difficulty advancing the commander delivery system through the esheath. After the valve was aligned in the aortic root, the ¿coils¿ appeared to be exposed above the valve. The balloon looked abnormal and it could not be determined if coils were exposed. It was decided to remove the devices and the valve was deployed in the peripheral space. Per the report, the physician felt the patient could benefit from the valve being placed in the peripheral space. There was no difficulty removing the devices. There was no injury to the patient. No valve was implanted, and the patient was re-scheduled. The patient was stable post procedure. The patient¿s anatomy was not tortuous. The patient¿s access vessel minimum luminal diameter was 5.5-6mm, was mildly calcified and mildly tortuous. There was no circumferential calcification.